Event description:
Device malfunction: failure to advance knot. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, following suture deployment and removal of the device, the knot could not be pushed down to achieve hemostasis. There was slight oozing from the puncture site. Manual compression was used to stop the oozing and achieve hemostasis. There were no adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been rec'd.